Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a luer transfer set was not being connected properly to a homechoice cassette during peritoneal dialysis therapy. This issue occurred during the initial drain while the patient was connected. The renal therapy service agent (rtsa) advised the patient to end the therapy and start over with new supplies. The rtsa assisted the patient with ending the therapy and to disconnect aseptically. There was no patient injury or medical intervention associated with this event. No additional information is available.